Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was overheating while in reverse mode. The device also failed pretests for check switching function forward / reverse in running mode. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the small battery drive device overheating while in reverse mode. It was further determined that the device failed pretest for check switching function forward / reverse in running mode. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.